Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed each time when it was opened; although recovery attempts were successful, the issue recurs and had been ongoing for approximately two months. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer six in the main cabinet was not failed upon arrival on site. The customer reported that the cubie latch was broken and had been taped to allow the drawer to close. Upon inspection, the cubie had already been removed from the drawer. The customer inventoried the drawer, and it functioned without issue. The field service engineer attempted to log in to the hardware test application; however, the site-specific password did not work. The customer was contacted to assist with troubleshooting the password, but access could not be restored. The customer advised that the information technology team for the veterans affairs would be contacted to review the password issue. As a result, the field service engineer was unable to access the hardware test application. The customer logged in independently and inventoried the entire drawer three to four times with no issues reported. It was noted that a cubie was missing from row a, and a replacement cubie was not available. The customer relocated a cubie from the back to the front of the drawer, after which all cubies were properly positioned and functioning as expected. The system functioned as intended after field service engineer repaired the device.